Event description:
A computed tomography angiography (cta) scan performed on admission was unremarkable in the chest, abdomen, and pelvis regions. Moderate to severe stenosis was noted at the origin of the celiac artery with post-stenotic dilation. A follow-up cta scan on (B)(6) 2023 showed normal pump seating. No pump thrombus or obstructions were seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. Additionally, the reported alarms were not captured in the submitted log files. A review of the submitted log files revealed no notable events or alarms. The pump appeared to be operating as expected, and the reported alarms were not confirmed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe alarm conditions, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-08088. It was reported that the patient was admitted on (B)(6) 2023 for a second occurrence of elevated plasma free hemoglobin. There was suspicion of a pump thrombus. The patient was noted to have a driveline disconnect, no external power, low flow, left ventricular assist device (lvad) fault, and a backup battery no installed alarm during a vad interrogation. The patient denied hearing the vad alarm. The patient had been on the power module all night. The patient was later put on battery power. A review of the log file revealed only routine events. There were no adverse alarm conditions or parameter changes. The log files from 07nov2023 to 12nov2023 did not show any driveline disconnects or lvad faults.